Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, the patient became hypotensive and a pericardial effusion was diagnosed via echocardiogram. After initially achieving transseptal access, the mapping catheter was placed in the left atrium and geometry was collected along with a point map. When the map was almost finished, the patient became hypotensive. The procedure was cancelled and a pericardiocentesis was conducted. The patient was stabilized and was sent to monitoring in the intensive care unit. There were no performance issues with the abbott product.